Event description:
The reporter stated that they have had 3 incidents of the cvp line flush allowing greater than a 3cc/hr flush to the pt. There was no pt injury or treatment associated with this event.